Event description:
It was reported that the patient's backup system controller was alarming with multiple different alarms and various lights were partially illuminated. The system controller would not turn off until the backup battery was removed. The patient was given a new backup controller. A review of the log files by technical services found a controller internal fault that was related to a time base fault issue. The time base fault was related to the controller's internal communication and measurement functions being corrupt.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of heartmate 3 system controller (serial number: (B)(6) alarming with multiple alarms was confirmed during evaluation of the returned product. The submitted and downloaded log files were first reviewed. Throughout the data, a multitude of abnormal alarms were active, including driveline power fault, loss of lvad comm, controller internal fault (timebase), low flow, lvad off, power cable disconnect, and no external power. Due to the timebase fault being active throughout the data, the controller's internal timing system was corrupted, and the appropriate date and timestamp of each event was not recorded. Upon initially connecting the returned controller to the power module, the controller could not properly communicate with the system monitor and a yellow wrench alarm was reproduced. During further testing, the controller was connected to the power module multiple times, and the abnormal alarms and communication issues could not be reproduced again. The controller was allowed to run for an extended period of time without issue, and the pump maintained a speed above the low speed limit. The controller was then opened to examine the integrity of its inner components. Significant fluid ingress was found throughout the circuitry of the controller; this fluid ingress resulted in a variety of components on the controller¿s main pcb being damaged. These damaged components pertained to a variety of controller functions including its communication, power cable voltages, and lvad power. Damage to these components would have resulted in the communication issues as well as the activation of the atypical alarms in the log file. The root cause of the reported event was determined to be fluid ingress which damaged the controller¿s circuitry. The heartmate 3 patient handbook - section 2 ¿how your heart pump works¿ instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook - section 5 "alarms and troubleshooting¿ describes all alarms that may be produced by the system controller, and provides instructions on how to appropriately resolve them. The heartmate 3 patient handbook - section 6 "caring for the equipment¿ describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.